Event description:
The customer reported that the power module would not charge. Technician found battery covers melted. This is report 1 of 1 for #(B)(4).

Event description:
Customer reported the device no longer will charge. This is report 1 of 1 for #(B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the device was inappropriately autoclaved, contained fluid and battery cover melted. This was attributed to improper handling. Device was replaced and returned to the customer on (B)(4) 2013. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, inspection revealed the device was inappropriately autoclaved, contained fluid and battery cover melted. The device was replaced and sent to customer on (B)(4) 2013. Placeholder.